Event description:
Medtronic received report that a clinical study patient experienced intraoperative vasospasm during a thrombectomy procedure on (B)(6) 2025 in which a react-68 aspiration catheter was used. No device malfunction or deficiency was reported. It was noted that concomitant treatment was provided but no additional intervention was required, the event was not life-threatening, did not result in disability, and did not prolong the patient's hospitalization. The patient's baseline mrs was 2, nihss was 10. The event resolved the same day, (B)(6) 2025. The event was determined to not be related to the patient disease under study/index stroke or any underlying patient condition. Both the site and study sponsor assessments concluded the vasospasm had a causal relationship to the procedure. However, the sponsor conservatively considered the event possibly related to the react aspiration catheter though the site concluded the event was not related to the react catheter. Location of proximal face of clot 1: pre-procedure mtici score was 0 and the final post-procedure mtici score was 3. Additional information received reported that the patient experienced hemorrhagic transformation stroke - ph1 on (B)(6) 2025. CT imaging on (B)(6) 2025 showed almost complete regression. It was noted that this was not a new or recurrent stroke and was not the result of a device deficiency. No additional treatment was given, and the outcome was noted as recovering/resolving. The site assessed the stroke transformation as caused by the disease under study, and not related to an underlying condition, the device, or procedure. The sponsor assessed the stroke transformation as possibly related to the procedure. Ancillary device: embotrap stent retriever.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on 2025-mar-31.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.